Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple hypoglycemic episodes while using the ilet bionic pancreas, including lows following corrective insulin and a subsequent rebound hyperglycemia after ingesting two juices, peanut butter, and toast; review of the device report indicated corrective insulin was delivered before the glucose reached the lower cgm target, and the patient announced a meal soon after the first correction, which was followed by overtreatment during recovery. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included troubleshooting and education, with guidance to treat lows using 15 grams of fast-acting carbohydrate every 15 minutes and to delay meal announcements until glucose is closer to target, and continued monitoring was advised. Investigation included review of device data and user report. Investigation of this case revealed user management of hypoglycemia contributing to low glucose and subsequent overtreatment contributing to high glucose, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user response to hypoglycemia rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.